Event description:
The consumer reported that reagent was squirted into his eyes while performing binaxnow¿ covid-19 home test. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
A product deficiency was not reported or identified. Customer was provided the relevant sds based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked. .